Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -10.00/2.0/066 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Elevated iop (35mmhg) without pupil block and angel closure and lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2019 and the problem was resolved. Cause of the event is reported as unknown.